Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition not confirmed and not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional: a service history review revealed that this device was not previously serviced prior to this event.

Event description:
The facility representative contacted baxter to report a pca ii in which the device does not administer medication. There was a non delivery that occurred during programming/set-up. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.